Manufacturer narrative:
The device was returned to resmed and an evaluation was performed. The evaluation confirmed that when the astral device was plugged into any psu, the external dc led lit up instead of the ac led. It was determined that the device failure to accurately detect the power source was due to a defective main circuit board (pcb). The main pcb was replaced to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that astral device was detecting the power supply unit (psu) as an external battery. There was no patient injury reported as a result of this incident.